Event description:
It was reported that during preparation of the 6x20x135 viatrac plus balloon dilatation catheter (bdc) air bubbles were continuously noted for at least 5 minutes when pulling negative. A hole in the balloon was suspected. The bdc was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported leak is related to a potential product quality issue. Possible factors that can contribute to a leak in the system include, but are not limited to, manufacturing, a loose connection, catheter damage, or insufficient preparation prior to use. A conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.